Event description:
It was reported by a sales representative (sr) that the analyzer cables were replaced because they were not working. No specific reason from the hospital was given. The number of sterilization cycles they were subject to is unknown. The cables have been returned. No patient complications have been reported as a result of this event.

Event description:
It was reported by a sales representative (sr) that the analyzer cables were replaced because they were not working. No specific reason from the hospital was given. The number of sterilization cycles they were subject to is unknown. The cables have been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the cable was not working and determined by its age that it would be considered at end of life. It was further noted that three pins on the plug were bent, and that the plug was unable to be connected into an analyzer due to the bent pins. Concomitant products: product ID 2292 software analyzer. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.